Event description:
It was reported the patient developed erythema and blister all around the wound after the dressing was applied. No further information was reported.

Manufacturer narrative:
Convatec is submitting this report as a result of remediation activities related to the FDA 483 issued april 16, 2014. Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The batch record review was performed. In process sampling of intermediate sub-assemblies adn the finished product was performed and documented where appropriate. Components were approved for use. The batch record review found no objective evidence of discrepancies related to the complaint issue. .